Manufacturer narrative:
(B)(4). The valve was patent, but did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. It is unk how or when this damage occurred. The valve did not meet the requirements for siphon and reflux testing, which precluded measuring of pressure-flow and preimplantation testing. Proteinaceous debris was noted throughout the interior of the valve and inside the valve adjustment mechanism. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in reflux. Also, debris within the valve may interfere with the anti-siphon device, resulting in siphoning. The reported event stated that the leak occurred preoperatively, but the proteinaceous debris found within the valve indicates that the device was used with a pt. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the valve was leaking.